Manufacturer narrative:
(B)(6) et. All "an analysis of one hundred forty-seven revisions at a mean of five years". The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant medical products: item #unk, unknown stem, lot #unk; item #unk, unknown liner, lot #unk; item #unk, unknown head, lot #unk. (B)(4).

Event description:
It was reported via journal article a patient underwent hip revision procedure approximately 61 months post-implantation due to aseptic loosening, progressive cup loosening, and migration. All components were revised.